Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional and microscopic inspection was performed, the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon located approximately 14 mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 14 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a gastrointestinal dilatation procedure performed on (B)(6) 2025. During the procedure, inflation was performed at 3 atm, and about a minute later, something unusual was noticed, and eventually the pressure became 0. When the balloon was removed from the scope and inflated, water came out from one spot, probably because there was a pinhole. The procedure was rescheduled to be performed again on (B)(6). There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a gastrointestinal dilatation procedure performed on (B)(6) 2025. During the procedure, inflation was performed at 3 atm, and about a minute later, something unusual was noticed, and eventually the pressure became 0. When the balloon was removed from the scope and inflated, water came out from one spot, probably because there was a pinhole. The procedure was rescheduled to be performed again on (B)(6). There were no patient complications reported as a result of this event.